Event description:
User experienced issues with erratic control recovery and failed five external proficiency survey samples for vancomycin. The following 2 survey samples gave discrepant results. Survey sample 1, reported survey result 7.40 ug per ml. Acceptable survey range is 9.49 to 16.01 ug per ml. The same survey sample was retested in (B)(6) 2009, giving a result of 12.6 ug per ml. Survey sample 2, ran on 06-10-2009 reported survey result 29.30 ug per ml. Acceptable survey range is 29.81 to 49.45 ug per ml. The same survey sample was retested in (B)(6) 2009 and gave a result of 36.0 ug per ml. No patient samples were involved with this event. If additional information is received, appropriate notification will be provided.

Event description:
User experienced issues with erratic control recovery and failed five external proficiency survey samples for vancomycin. The following 2 survey samples gave discrepant results. Survey sample 1, reported survey result 7.40 ug per ml. Acceptable survey range is 9.49 to 16.01 ug per ml. The same survey sample was retested in (B) (6)2009, giving a result of 12.6 ug per ml. Survery sample 2, ran on (B) (6)2009 reported survery result 29.30 ug per ml. Acceptable survey range is 29.81 to 49.45 ug per ml. The same survey sample was retested in (B) (6)2009 and gave a result of 36.0 ug per ml. No pt samples were involved with this event. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Further investigation of retention samples and cap survey samples for vancomycin all recovered within the expected ranges. Based on these results, the c501 vancomycin application is performing acceptably. Information provided indicates the customer was over mixing the reagent which could have been the cause of the event. The customer was mixing reagent weekly. The reagent should be mixed once before piercing using cassette inversion 10-15 times very gently to avoid foam formation. The mixing performed by the customer can cause foam in the reagent and lead to erroneous results. Customer stated they passed their last cap survey and have not had any further issues with vancomycin.